Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's trial procedure intraop neuromonitoring showed some weak signals. The procedure was abandoned. The patient did not show any adverse signs after the procedure.